Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states the screw for the power switch is missing therefore he cannot turn the chair off.